Event description:
A (B)(6) pt underwent nanoknife ire treatment for leiomyosarcoma on (B)(6) 2010. During the treatment, an event was reported for sinus tachycardia. Pt's heart rate elevated during treatment and then fell back down to baseline rate after treatment with no interventions from the anesthesiologist other than pain medications.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the sinus tachycardia could not be determined. Tachycardia is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).